Manufacturer narrative:
The glidescope core onetouch smart cable was returned to verathon for destruction and disposal. Previous investigations at verathon canada of glidescope core onetouch smart cables were able to duplicate the reported intermittent image issue. Verathon's investigation determined that when the user applies a twisting motion while attempting to connect the blade in the hdmi port or applies excessive torsion to the connection port (adjacent to the video capture / record buttons), this force is transferred from the hdmi connector port to the hdmi printed circuit board (pcb), which controls the video signal. As a result, there is an interruption in the video synchronization signal. This causes a temporary loss of the live image. As a result, the user may experience an intermittent image or "blank screen." In some cases, the monitor will display the "no cameras connected" monitor warning. Verathon incorporated is conducting a voluntary recall of all glidescope core onetouch smart cables due to potential intermittent or complete loss of image during use. The customer was notified of the recall and provided a compatible alternative replacement cable.

Event description:
The customer reported that during a patient procedure, using a glidescope core onetouch smart cable, the image would freeze when the cable was moved. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.